Event description:
It was reported that an infusor had its reservoir rupture during filling. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Evaluation summary: baxter received one sample, containing no fluid in the reservoir, for evaluation. The reported condition of a ruptured reservoir was not confirmed. Visual examination of the sample showed no signs of rupture on the reservoir. A functional test was performed by filling the infusor with green-colored water. During and after fill, no evidence of rupture was noted on the reservoir. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.